Event description:
Customer reported bad batteries on this colleague infusion pump during biomed testing. The device was serviced on-site and a depleted alarm was found. No patient injury or intervention reported.